Event description:
The user facility reported their washer was leaking water. The facility cleaned the leak using blankets and towels and placed the washer out of service. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the equipment and found a loose screw on the loading rack guide. The loose screw allowed movement of the loaded manifold during a cycle run which caused water to spray directly on to the door seal. The door seal was unable to compensate for the high water pressure which resulted in the water leak. The technician tightened the loose screw, tested and confirmed the unit was operating to specification and returned the unit to service. The unit was installed in november 2003 and is currently under a steris service contract. The last pm was completed on may 13, 2013 at which time the unit was tested and confirmed to be operating to specification.